Event description:
A report was received that the patient will undergo a pocket revision due to the ipg protruding through the skin.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg protruding through the skin.

Manufacturer narrative:
Additional information was received that the physician determined there was no skin erosion, however, the patient's skin was thinner over the ipg site. The patient was experiencing pain at the ipg and painful charging. The ipg was repositioned and the patient was reportedly doing well following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.